Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a 47 year old male patient with chest pains. The customer stated that the patient coded at 20:30 on (B)(6) 2018 and was not able to be revived. The final diagnosis was cardiac arrest with chest pain. Clinical decisions were not based on the I-stat result. There was no additional patient information at the time of this report. (B)(6). Cuts-offs : centor 0.03 ng/ml. I-stat 0.04 ng/ml. Per I-stat system manual: art: 714258-00p. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). Additional information regarding the patient's medical history and symptoms was requested but to no avail. At this time there is no reason to suspect a malfunction exists. Nor is there reason to suspect that an apoc product caused or contributed to the event. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 05/08/2018. A review of the device history record confirmed that the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l17317.

Event description:
Na.